Event description:
Pt ran out of medication one day prior to expected date of depletion. The pt rec'd a 7 day supply of medication in 6 days. Possible product homepump problem. Similar problems with exact model and lot experienced with other pts.